Manufacturer narrative:
An event of deformity upon deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, an 8mm amplatzer septal occluder was selected. The device was deployed within the right atrium and formed a cobra formation. The device was attempted for another deployment and still showed cobra formation and inadequate closure. The device was exchanged for a 10mm asd (lot # 6289455). There was no significant clinical delay in the procedure. The patient remained hemodynamically stable throughout the procedure and post procedure.